Event description:
Baxter reported three incidents of a broken clamp with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.